Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the device was returned to zoll medical australia service department and the customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including full functional testing, ECG testing, and defib shock testing without duplicating the report. The defib receptacle and multifunction cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed self-test for ECG and the device restart/reboot itself. Complainant did not indicate that there was any patient involvement in the reported malfunction. Please reference medwatch report numbers 1220908-2021-04032 and 1220908-2021-04033 for similar reports from the same customer.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self-test for defib. Complainant did not indicate that there was any patient involvement in the reported malfunction. Please reference medwatch report numbers 1220908-2021-04032 and 1220908-2021-04033 for similar reports from the same customer.